Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had multiple falls, which resulted in the right ventricular (rv) lead developing a fracture. The rv lead exhibited high/undefined impedances, oversensing, and noise from an increased number of short r-r intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.